Event description:
It was reported that a patient saw the "call your doctor" icon on their programmer, as well as a power-on-reset (por) condition. It was stated that the patient was implanted the previous day and the health care provider had not programmed or turned the stimulator on.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# va05v2k, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that the cause of the event was unable adjusting stimulation. The patient did not require hospitalization. The patient outcome was noted as no injury.